Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.

Event description:
The dr had great difficulty removing the iab from the blister tray retainers. When the iab was removed, the inner lumen was kinked and the dr was unable to obtain waveform. On 8/29/97, datascope was notified that the iab was probably discarded and would not be returned for evaluation. Event complications: unk - rpt'd 3/31/97. Pt current status: unk - rpt'd 3/31/97.